Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated for service as needed. During service, the device was found to have a "cosmetic defect - color came off". If add'l info becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that service was required for the device. During service, it was noted that the device had a "cosmetic defect - color came off". It was unk if the device was used in surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.